Event description:
A straight guide wire was loaded in the company package incorrectly. The straight guide wire came out of the package loaded with the stiff end -back end- into the blue insertion device ready to be inserted into the pt.